Event description:
It was reported that the patient was moved to the ambulance from the e.d. Prior to the ambulance beginning the transport, the ventilator powered off with an audible alarm. The patient was ventilated via bvm. The ventilator was turned on twice only to power off each time. The patient was returned to the e.d. To await another ambulance and was returned home approximately one hour later. At no time was there a change in patient status. The patient was being transported home after being seen in e.d. For a trach collar change when the incident occurred.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. During bench testing, the ventilator shut down with audible alarm. Internal inspection revealed a loose screw inside the ventilator which was making contact with the main board and power board. When the loose screw was removed, the ventilator passed an extended test run using the customer¿s ventilator settings.